Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine dose and concentrations not reported via an implantable pump. The patient stated the morphine was ¿10¿ and the bupivacaine was ¿15¿ but didn¿t know if it was dose or concentration. The indication for use was spinal pain. On (B)(6) 2015 the patient reported they had lost a lot of weight due to a disc disease and could now feel the pump ¿protrude¿ out of her back side. If the patient drove for any length of time ¿it rubs it and irritates it.¿ on (B)(6) 2015 the healthcare provider reported that the actions/interventions taken to resolve the issue was the patient was prescribed lidocaine 5% ointment on (B)(6) 2015. The patient used to use the patches, but insurance refused to pay for them. Additional information received on 25-aug-2015 reported that when she goes in to get a pump refill insertion of the needle causes burning from going in due to the pump protruding out. The patient stated that this had occurred the last two times she had gone in for refills (in (B)(6) 2015) and patient goes in about every 40 days or so. No interventions were mentioned. Reportedly, the nurse who had been doing the refills did not say anything when it happened and had not updated the patient¿s health care professional about the issues, the patient had an upcoming appointment and was to talk to the health care professional about it. On 06-oct-2015 additional information received reported the patient¿s healthcare provider was having a hard time finding a surgeon to reposition the pump as they don¿t take the patient¿s insurance. Additional information received on 23-feb-2016 reported that the patient still had the same issues with having lost a lot of weight last year so the device stuck out from her "(rump)/skin." It caused the patient pain while sitting or laying down with numbness and the doctor was trying to find someone to do the surgery. The patient noted the doctors contacted either didn¿t take the patient's insurance or didn¿t want to do the surgery or want the patient to change out the device. On 08-apr-2016 additional information was received and it was reported the patient's family doctor had referred her to another hcp. She was going in for an x-ray to evaluate if the pump could be moved to a different body part or removed. As of (B)(6) 2016 the patient wanted the pump removed. She had lost so much weight that the pump was protruding and uncomfortable. The only thing covering the pump was skin. If the patient sat long it would hurt as well. The event date was noted to be the summer of 2015. The patient was down to 100 pounds and there was no place to put the pump. At the time of report, on (B)(6) 2016, the patient was receiving bupivacaine 15.0 mg/ml at a dose of 7.054 mg/day and morphine 10.0 mg/ml at a dose of 4.703 mg/day. Further information was then received from the patient's managing pump hcp on (B)(6) 2016. The patient's weight loss had been secondary to having all of her teeth removed and her insurance refusing to pay for dentures. When asked for the results of the x-rays, no x-rays had been performed per the patient's managing hcp. In regards to actions/interventions taken to resolve the pump protrusion and it being uncomfortable when sitting, it was reported that lidocaine patches had helped somewhat but the patient's insurance as previously reported stopped paying for them in (B)(6) 2015. The lidocaine ointment prescription that had been written on (B)(6) 2015 was ineffective. The patient saw another hcp on (B)(6) 2015 that refused to do a revision due to her weight. She also saw another hcp on (B)(6) 2016 who wanted to p lace the pump higher on her back. The patient now wanted to try weaning off the pump rather than having a revision. Additional information was received from the consumer on 19-sep-2019. The patient wanted to know what to do with their external equipment since their pump was removed. The patient had her pump removed because she got so thin that the pump was getting caught every time she sat down. Per the patient when the pump was being removed ("probably in 2016") the healthcare provider couldn't remove all internal components because some of the "wires" were "mixed up in the spinal cord." The patient stated that if the healthcare provider removed the wires she could of became paralyzed or died. After surgery she was put on fentanyl patches. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-oct-2019 from a healthcare professional (hcp) who reported that the patient¿s weight at the time of the event was approximately (B)(6). No further complications were reported/anticipated.